Event description:
It was reported that the venture plate screw was removed because one of the internal screw heads was completely stripped out. There were no patient complications reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.